Event description:
A complaint was received regarding the detached adc device. As a result, the customer had a loss of consciousness and was provided a 10% glucose infusion by hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the complaint for adhesive issue and determined that there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 30-apr-22. Aware date of this issue was 26-jul-22, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detached adc device. As a result, the customer had a loss of consciouness and was provided a 10% glucose infusion by hcp for treatment. There was no report of death or permanent injury associated with this event.